Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reaction reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that the patient experienced skin irritation on the abdomen. The sensor was removed on (B)(6) 2018 due to the rash. The skin was raised on the edges, rough, blotchy, and red. The patient¿s father applied steroid cream to alleviate the skin irritation. Steroid cream was prescribed for a previous skin reaction, however the exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.